Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is re-submission per (B)(4) request as the original submission was not received. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. As reported in the event description, the patient was highly active and the directions for use states that this device is contraindicated for conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. The most likely causes of the broken screws and the baseplate breaking include non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use warns that: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the surgeon that due to broken screws, the baseplate broke and had to be removed. Implantation was done correctly according to the surgical technique. Parts were removed successfully and a bone buildup is being done. At the present moment the patient´s shoulder does not work functionally. Patient was highly active and very satisfied after initial surgery. Patient has normal bone quality.